Manufacturer narrative:
(B)(4).

Event description:
Reportedly, twenty minutes after beginning the dialysis treatment, the patient became agitated and complained of discomfort, blurred vision in both eyes, breathing difficulties, and dizziness.